Manufacturer narrative:
The device lot number was not provided. Attempts were made to obtain additional information, however, no additional information was provided. The device was not returned for analysis as it was reported to have been discarded at the site. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Same event as MDR# 2029214-2016-00061 .

Event description:
Medtronic received report that a patient experienced nonrecanalized m1 segment of the left middle cerebral artery (mca) occlusion and subsequently experienced neurological deterioration one day post mechanical thrombectomy procedure. Initial angiography demonstrates abrupt occlusion to the distal portion of the m1 segment left middle cerebral artery (mca). Following the initial 1st pass with the mechanical thrombectomy device and removal of a small amount of thrombus, repeat angiography demonstrates abrupt occlusion to the proximal-mid portion of the m1 segment of the left mca. The mechanical thrombectomy device was deployment a second time, there is no significant change to the occlusion of the m1 segment after removal of the device. The imaging revealed embolic occlusion m1 segment of the left mca with persistent occlusion at the conclusion of the procedure despite multiple attempts with solitaire device. At this point the physician decided to terminate the procedure. There were no apparent complications at the procedure. Post procedure thrombolysis in cerebral infarction (tici) score was reported to be zero. The etiology of the acute ischemic stroke was reported to be cardioembolic. Nih stroke scale were 22, 27, and 22 (baseline, post treatment, and 7 day post procedure).